Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00413. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the renal artery using indigo aspiration system catheters 6 (cat6). During the procedure, while attempting to advance two cat6 through another manufacturer¿s 6f catheter, the physician experienced resistance and the distal tip of the cat6¿s became bent. Therefore, the cat6s were removed and the patient was left on lytic therapy. There was no report of an adverse effect to the patient.